Event description:
The customer reported to olympus the evis exera ii xenon light source was not lighting up. The issue occurred when reprocessing the device after a therapeutic laparoscope procedure was completed with the device. There was no patient involvement.